Event description:
It was reported that the pt underwent a four level anterior cervical fusion with implant of titanium plate and allograft. Post-op the pt showed signs of rapid mental deterioration and dementia. Approx 6 or 7 weeks post-op, the pt passed away. It was confirmed by the national prior disease pathology center that the pt had prion disease but the type is to be determined. The pt did not show any symptoms prior to surgery.

Manufacturer narrative:
(B) (4): neither the device nor applicable imaging films were returned to the MFR for eval. Per the reporter, the reported event was not related to the device. However, it is unk if the device caused or contributed to the reported event, we are filing this report for notification purposes.